Event description:
A malfunction occurred, indicated by the malfunction code malf 12, but there were no notable events leading up to it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump without a recurrence of the malfunction. The customer was advised to call back if the malfunction code reappears, and they acknowledged this instruction.